Event description:
Customer reported that they missed a sample on a (B)(6). Sample was received (B)(6) 2015 and tested (B)(6) 2015. Customer reported sample (B)(6) as negative when (B)(6) expected it to be positive. Customer states that 13% of the participants using tube method missed the correct result. Daily qc performed and found to be acceptable. All reagents confirmed to have been stored appropriately and have a normal appearance prior to use.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was a proficiency sample (B)(6) from (B)(6). (B)(4).